Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735820; product ID: 9735820, serial/lot #: (B)(6). H3: a manufacturer representative went to the site to test the equipment. In summary, the system control unit was replaced. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. D9, h3: the hardware (9735820, lot #: t900790) was returned and analysis was performed. The returned system control unit (scu) would not power up on the test bench. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site saw a localizer not connected error message while setting up for an optical surgery. A manufacturer representative (rep) swapped systems to complete setup. The rep then opened ndi tool box on original system and found an "scu connection failure" message. There was no patient involvement. Troubleshooting was performed. A rep was at the site and called to do additional troubleshooting. Technical services (ts) had the manufacturer representative (rep) open the left side and back panels. The rep noticed the lower light on the scu was not lit. They swapped communication cords for a known working ethernet cord to no success. They then swapped ports in the router. No success. The rep confirmed the functionality of router ports in self-test. Green light on power from ups to scu.